Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The device logs were reviewed following a report that the defibrillator shut off during a call. Because no event date was provided, all available logs were examined for power-related issues. The review found no power faults or device malfunctions. All recorded power-off events were associated with either intentional power button use or battery removal. Multiple logs indicated that battery calibration was required, which can prevent accurate battery charge detection and may result in the device shutting down without prior low-battery warnings if the battery becomes depleted. Although calibration messages were present, testing of the device and battery could not reproduce the reported issue. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.